Event description:
Edwards received notification that a patient with an edwards valve implanted in the mitral position presented with valve degeneration and stenosis caused by calcification after an implant duration of three (3) years and eight (8) months. The patient had peripheral vascular disease and valve degeneration, requiring both of them additional intervention: peripheral grafting and valve replacement. However, the patient died due to embolism, not valve related, before these procedures could have been performed.

Event description:
Edwards received notification that a patient with an edwards valve implanted in the mitral position presented with valve degeneration and stenosis caused by calcification after an implant duration of three (3) years and eight (8) months. At the time of the reported event the valve had not been explanted. As per additional information received from the customer, it was learned that the patient died. Cause of death was not provided, it was not indicated whether or not the edwards device caused or contributed to the patient's death.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) could not reviewed as a serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a (B)(6) year old patient with an edwards valve implanted in the mitral position presented with valve degeneration and stenosis caused by calcification after an implant duration of three (3) years and eight (8) months. At the time of the reported event, the valve was not explanted yet.